Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm after 5-10 minutes of the patient being switched from a freedom driver to the companion 2 driver. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the interior of the driver revealed a damaged c93 capacitor on the power management printed circuit assembly (pca) and solder debris defects on the main board pca. The patient file was copied and reviewed; there was one recorded system malfunction alarm, which was caused by a loss of vacuum. The customer-reported issue was confirmed. Additional review of the patient file showed that the cardiac output remained within the acceptable range of 5 to 8 liters per minute when the loss of vacuum occurred. The customer-reported issue of a system malfunction for loss of vacuum could not be reproduced during failure investigation testing, and the root cause could not be identified with certainty. The failure mode poses a low risk to the patient because the driver continued to perform its life-sustaining functions. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm after 5-10 minutes of the patient being switched from a freedom driver to the companion 2 driver. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.